Event description:
It was reported that the patient's drug delivery system was explanted due to a wound infection.

Manufacturer narrative:
Concomitant medical products: catheter: model #: unknown, lot #: j12182r33, implanted: (B)(6) 2005, explanted: (B)(6) 2011.